Event description:
Powerpoint presentation received from dr (B)(6) states that multiple patients were revised to address dissociation.

Manufacturer narrative:
UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is unable to draw any conclusions from the provided information. It is possible that these patients and events have been previously reported to depuy. No device, product/lot combinations or any specific patient information has been provided. Follow up for additional information was not successful. Cases of pinnacle disassociation events are trended via (B)(4) post market survelliance procedure. A need for corrective action has not been identified. Continue to monitor. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.